Manufacturer narrative:
Analysis of the AED's log files identified that once the new battery was installed the AED powered on. Analysis of the AED's log files did not identify a cause for the premature battery depletion.

Event description:
An international distributor reported their customer's AED battery is depleted. The customer did not report this occurring during patient use.